Event description:
Caller states the patient tested 4.1 inr on the coaguchek s system while a comparison lab returned as 2.7 inr. No treatment information provided. No adverse event reported. Requested return of suspect system for evaluation.